Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 22 mg/dl at the time of the incident. The customer was given intravenous fluids to treat. The customer experienced symptoms such as a diabetic coma. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were found. The customer had done dialysis earlier that morning and was going to get something to eat. The customer also reported sensor glucose versus blood glucose differences. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device communicated properly with the glucose sensor simulator and the minilink transmitter. Calibrated the sensor transmitter. During testing the test value of 135 mg/dl was properly displayed on the pump sensor graph screen. No pump/sensor transmitter communication anomaly, calibration anomaly or lost sensor alarm noted during testing. Device had cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. (B)(4).